Event description:
It was reported that the user experienced intermittent connectivity issues between a dexcom g7 sensor and the ilet, resulting in a pairing failure on the pump that temporarily interrupted glucose readings until re-pairing was completed and connectivity was restored; this aligns with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure implicating the antenna/electromagnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.